Event description:
Plaintiff alleges that the illness, injury and disability is the direct and proximate result of the negligence of the defendants, in that they designed, assembled, produced, sold and otherwise put into the stream of interstate commerce, the foregoing products which the said defendants knew, or in the exercise of ordinary care should have known, were deleterious, poisonous and highly harmful to decedent's skin, lungs, respiratory system and health. Spouse of plaintiff alleges loss of consortium.